Event description:
It was observed that during the device evaluation, the colonovideoscope air/water cylinder and tube had foreign objects (white foreign materials), and the plastic distal cover and bending section cover had foreign objects. There was no patient involvement.

Manufacturer narrative:
Based on the results of the investigation, the foreign material likely remained in the scope due to insufficient reprocessing; however, a definitive root cause was unable to be identified. The event can be prevented by following the instructions for use which state: for inspection of the objective lens cleaning function and inspection of the auxiliary water feeding function: nothing other than sterile water should be used for air/water feeding. No additives should be put into the sterile water. Non-sterile water may cause patient cross - contamination and/or infection. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.